Event description:
A power source alert was reported by the caller, indicating an issue with the charging of the pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Despite attempts to resolve the issue by using a different wall adapter and charging cable, the pump did not begin to charge. Consequently, technical support decided to replace the pump. The customer was instructed to continue insulin delivery using multiple daily injections and to return the non-functioning pump with a provided pre-paid label.